Manufacturer narrative:
Device used for treatment and not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number was not provided.

Event description:
Device report received from (B)(6) indicates a prodic l implanted on (B)(6) 2011 was explanted. Patient experienced a pedicel fracture, on (B)(6) 2012, the prodisc l was removed and patient was implanted with an alternate device. This is 3 of 3 reports for this event.